Manufacturer narrative:
The unit passed the displacement test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, self-test, and a21 error test. The unit passed all operating currents tested within the specified range and passed the off no power test. The unit downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report. No history anomaly was found. The unit had a cracked battery tube thread, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.

Event description:
The customer called in to report that the insulin pump kept going into threshold suspend at night. The blood glucose level was 97 mg/dl. The customer treated with ice cream. The customer requested a replacement device. The customer declined to troubleshoot. The customer's device was replaced and returned the product back for analysis.